Event description:
The customer reported a prime alarm. The blood glucose reading was 265 mg/dl. The patient treated with insulin pump therapy. It was explained to the customer that the unit experienced an unexpected restart. The patient was assisted with resetting the time on the device. No further information was provided.

Manufacturer narrative:
Unit was programmed and monitored for 2 days. No a21 alarm, e21 alarm or blank display noted. Unit passed e21 error test and self test. All operating currents are within specification. Low batt alarm and off no power alarm functions properly. No unexpected reset noted. Unit had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.